Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was faulty; port 2 leaked into the final bag. The issue was identified after fluid delivery in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to h10: remove the statement "this issue is being further investigated." This was mistakenly documented for this conclusion; no sample was able to verify the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured date: between november 09, 2021 to november 10, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.